Event description:
A customer contacted physio-control to report that the paddles lead of their device was not visible during a medical procedure. As a result, ECG would not have been available and the need for defibrillation therapy could not be determined, if needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio-control provided the customer with a repair quote for unrelated repairs; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs. A root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the paddles lead of their device was not visible during a medical procedure. As a result, ECG would not have been available and the need for defibrillation therapy could not be determined, if needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.